Event description:
After insertion of the catheter into the patient, the monitor showed a fluctuating impedance wattage delivered was too low. The catheter was removed for inspection, upon which it was discovered that the tip electrode was about to separate and the wires were exposed. No patient injury was reported for this event.